Event description:
Converted hemi done in 2007 to a total by removing the head and implanting a cup.

Manufacturer narrative:
Review of the device history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicates there have been no other events for the lot referenced.

Event description:
Converted hemi done in 2007 to a total by removing the head and implanting a cup.

Manufacturer narrative:
Additional information (including x-rays and medical records) has been requested.when completed, the evaluation summary will be submitted in a supplemental report.